Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may have contributed to low, out-of-range shock impedance values on the right ventricular channel. This observation was discovered while the patient was hospitalized for open heart surgery and it was initially suspected to have occurred when the lead was pinched/clamped during the same surgical procedure. The physician opted not to conduct a low voltage shock test at that time and the lead was scheduled to be explanted. The patient remained hospitalized due to complications following open heart surgery (not due to a device issue). More recently, technical services analyzed the sequence of events, they concluded that the initial assumption - that the temporary, low impedance issue was induced during the open-heart surgery when the lead was pinched/clamped - was incorrect because the low impedance value occurred 1-2 weeks prior to the surgery. Meanwhile, the patient was brought in for a commanded shock test. Prior to the test, the competitor's cs lead was capped and a df-1 pin plugged the svc port and impedance values were normal. Following the commanded shock test at 31j, however, a popping sound was heard and the lead was suspected of causing a short circuit in the can so the can was explanted and replaced.

Manufacturer narrative:
Upon return, the device was thoroughly analyzed. Visual inspection confirmed an arc mark on the front left side. During returned product testing, engineers verified battery status in the mol 2 phase, at 2.58 volts. Examination of device memory revealed that the unit had delivered a 31 joule shock into a shorted lead condition. The device case was then opened and additional testing performed. The result of this testing series concluded the observed clinical observation of a shorted lead condition. Final analysis indicating the device circuitry had sustained induced high energy overstress damage as the result of shocking into a shorted lead condition.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Event description:
--